Manufacturer narrative:
According to the cdc, the onset of cchf is sudden, with initial signs and symptoms including headache, high fever, back pain, joint pain, stomach pain, and vomiting. Red eyes, a flushed face, a red throat, and petechiae (red spots) on the palate are common. Symptoms may also include jaundice, and in severe cases, changes in mood and sensory perception. As the illness progresses, large areas of severe bruising, severe nosebleeds, and uncontrolled bleeding at injection sites can be seen, beginning on about the fourth day of illness and lasting for about two weeks. In documented outbreaks of cchf, fatality rates in hospitalized patients have ranged from 9% to as high as 50%. Additionally, the treatment for cchf is primarily supportive. Care should include careful attention to fluid balance and correction of electrolyte abnormalities, oxygenation and hemodynamic support, and appropriate treatment of secondary infections. The virus is sensitive in vitro to the antiviral drug ribavirin. It has been used in the treatment of cchf patients reportedly with some benefit. Details of the patient¿s medical condition at admission and his hospital course are unavailable. The patient¿s disease course is unclear, but he appears to have been in the hemorrhagic phase of cchf. Supportive care and ribavirin are the current recommended treatments. Platelets may not be useful to resolve hemorrhaging in a patient who presents with fever disseminated intravascular coagulation (a result of platelet dysfunction that leads to hemorrhage or coagulation problems). Poor posttransfusion platelet survival can also be seen in conjunction with fever, sepsis, disseminated intravascular coagulation, and other conditions. Patients in these settings are considered to be refractory on a nonimmunologic basis and are not expected to benefit from platelet transfusions, even hla-matched platelet transfusions (mazza, 2002; ergonol 2008). Because disseminated intravascular coagulation occurs in the course of cchf, some degree of platelet destruction is expected, and a rapid increase in platelet level after transfusion may not be observed. Accordingly, even if the delayed results had been available after the first screening test, it is unclear that the units would have reversed this patient¿s course or improved his outcome. In the u.s. And most developed countries, platelets are collected and banked (typically for up to 5 days after collection) so that multiple platelet units are available for transfusion when an urgent need arises (e.g., a critically ill patient who is bleeding). Thus, a patient in urgent need of platelets in the u.s. Would not have to wait for platelets and blood samples to be collected from the donor and then wait for the test results before platelets could be administered urgently; rather, even if a screening result was unavailable for a single platelet unit, an appropriate unit or units could be selected from the blood bank¿s or hospital¿s inventory. Regulations and procedures in (B)(6) appear to limit the ability for rapid response to platelet needs because, as this case illustrates, a hospital or blood bank inventory of platelet for rapid use does not exist. The investigation into the cause for the delay in the electronic transmission of the first run's data from the amplilink software to the pdm server is still on-going. After this test run, additional cobas taqscreen mpx test, v2.0 runs were performed, and the transmission of data from amplilink software to the pdm server were successful. The material number for the cobas taqscreen mpx test, v2.0 us-ivd: 05969484190. (B)(4).

Event description:
A blood bank in (B)(6) reported that the cobas taqscreen mpx test, v2.0 results for donations needed for a patient with crimean-congo hemorrhagic fever (cchf) were delayed. It was indicated that patient was heavily bleeding, and the donations, specifically platelets, were needed urgently. According to (B)(6) law, platelets can be stored for only 24 hours so the hospital where the patient was admitted and the blood bank that was performing the cobas taqscreen mpx test, v2.0 did not have any banked for use for acute patients, including this patient with cchf. It has been communicated that donors were called for donations to be tested with the cobas taqscreen mpx test, v2.0. The cobas taqscreen mpx test, v2.0 is used on the cobas s201 system with the amplilink software connected to a pdm server. The data manager displays the final result for a donation. The cause for the delay in the electronic transmission of data from amplilink to the pdm server is currently being investigated. The customer indicated that when they finished trying to manually re-transmit the results,which was unsuccessful, they started a new test run and learned from the hospital that the patient had died (7:45 am) and had not received the needed platelets.

Manufacturer narrative:
Through the investigation and provided archive files, the issue of the failed result transfer from amplilink archive files to pdm could be confirmed for both the automatic and the manual upload. It was found that processing the alleged archive files in pdm took more than 3 minutes and a timeout occurred after 3 minutes, resulting in an incomplete zip file that could not be extracted and processed. The root cause for the slow processing of the alleged archive file in the customer's pdm could not be identified. The failed backup battery of the raid controller is a potential contributing factor of the slow performance of the system. The pdm server (hp g5 server type) shows in windows system eventlog event ID 8 hp smart array "a smart array controller battery status changed to failed. This causes the raid controller to disable its write cache, which in turn slows down disk writes. This would slow down the database, which could explain why the ftp transmission (and processing) could run into the 3 minute timeout. The reported issue had just occurred once and has not recurred at the site. All following runs were successfully transferred from amplilink to pdm. It is recommended that the raid controller battery state be checked by the local field service engineer during a site visit. ------- (B)(4).